Manufacturer narrative:
The device was investigated by a local service tech. A defective flow measure board was found. Therefore, the reported problem could be confirmed. Based on the info from the support case, the flow measure board was exchanged. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
It was reported that the error message "txrx" occurred. (B)(4).